Manufacturer narrative:
Although the report of a low speed event was confirmed through evaluation of the submitted system controller log file, a potential cause could not be conclusively determined. The submitted log file captured a low speed hazard event when the controller was connected to the power module. Based on previous complaint experience, the captured event appeared consistent with a potential driveline issue. The patient has not had any further alarms since using the ungrounded cable. No product available for investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced report of history of percutaneous lead repairs are covered under MFR report number 2916596-2016-00159. Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient went to the clinic on (B)(6) 2017. Upon interrogation of the lvad device history, it was observed that the lvad system had multiple low flows and low speed operations, no pump stoppages were observed. The patient was reported to be symptomatic, was lightheaded and vision ¿went dark¿. The patient was admitted to the hospital for further observation. The manufacturers technical services performed log file analysis and confirmed speed drops below the low speed limit (lsl). These issues only appear to be occurring while the vad was connected to the power module. The submitted x-rays of the percutaneous lead were unremarkable. Photos of the percutaneous lead showed an area of concern, and replacement was not possible as there is not enough length between the exit site and the proximal end of replacements that were previously performed. The patient has had percutaneous lead replacements done on (B)(6) 2016. It was reported that the patient was provided with ungrounded power module patient cables, and was discharged home. No additional information was provided.